Event description:
The patient reported that the v-go lifted off her body when she was sleeping this morning on (B)(6) 2019. The patient stated that she only had the v-go on for approximately 3 hours. The patient did confirm that she is preparing the infusion site correctly by cleaning the area with alcohol swab and letting the area dry.